Event description:
Customer reported unexpected negative reactions on the abs2000. Specimens from a pt were tested on three different occasions and conflicting results were reported by the abs2000. The pt's serum contains anti-e demonstrating 1+ reactivity in manual tube testing using peg as the potentiator.

Manufacturer narrative:
Review of the instrument error log indicated probe errors: probe dry during aspiration; dilution error. A service call was performed. The probe and 100ul syringe were replaced. Quality control was performed and the instrument was operating as expected.